Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the poppet valve is not shifting. Additional details state no alarms due to power switch short circuit.